Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument did not finish the fire as it had done in the previous fires. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event involved a partial fire (not a complete failure to fire), with no stapler jaw opening/releasing during the firing sequence. The issue resulted in malformed or unformed staples in the staple line; the reload was not stuck to tissue, and there were no staples missing from the staple line that had already been fired. The system generated all of the listed errors/messages (e.g., unable to complete fire, blade may be exposed, tissue too thick to continue). A white stapler reload was involved, and the user was not sure which fire the incident occurred but stated it was not the first. The surgeon resolved the issue by using another sureform stapler. No bleeding was observed on the staple line due to the issue. The surgeon continued stapling along the same staple line. There was no unplanned tissue removal due to the firing failure.